Manufacturer narrative:
No device deficiency reported. Cerebral infarction is a known potential adverse event for catheter ablation procedures disclosed in product labeling. This MDR is being reported because while there was no reported involvement of any component of the heartlight system in this event, it cannot be conclusively ruled out.

Event description:
Hours after the completion of an uneventful pulmonary vein isolation (pvi) procedure to treat atrial fibrillation the patient exhibited symptoms of a cerebral infarction and was transferred to a different hospital for treatment. The patient was reported to have recovered at the time the hospital notified the manufacturer's representative of this event. The cause of the cerebral infarction is unknown and it cannot be determined if there is any relationship with the ablation system. No other details are available for this event.